Manufacturer narrative:
Exemption number e2019001. The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral regurgitation (mr) and mitral stenosis as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effect of mitral regurgitation (mr) and mitral stenosis could not be determined. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report mitral stenosis and worsening mitral regurgitation (mr). It was reported that on (B)(6) 2019 , a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One ntr clip delivery system (cds) was successfully implanted, reducing mr to a grade of 1. It was noted that the post procedure gradient was 5mmhg. On (B)(6) 2019, transthoracic echocardiogram (tte) was performed and showed that mr had increased to a grade of 4+. The gradient level also increased to 9mmhg. The clips were confirmed to be stable on both leaflets and no tissue damage had occurred. No additional information was provided.